Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 was fired by the surgeon to transect stomach. Things looked and seemed fine until after he finished the pouch. When he went to check for leaks, he noticed the staple line came apart (malformed staples). He then oversewn the stomach laparoscopically to complete the case. There also was an extended or time of 10 minutes.